Manufacturer narrative:
Customer returned 6 xtip packs and 9 needles but did not specify exactly what broke. No broken product returned. Reviewed the 6 xtip's under microscope and found no manufacturing markings or defects. Root cause of breakage unknown. No fault found. A DHR review was conducted with no discrepancies noted. Multiple unsuccessful attempts were made to obtain the patient outcome. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an xt-tip broke during use; no injury resulted.